Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval.

Event description:
Info was received that reported a pt was hospitalized on (B)(6) 2011 due an incident of hyperglycemia. Per the report the pt had dialysis on (B)(6) 2011, after dialysis she began to experience elevated blood glucose. On (B)(6) 2011 her blood glucose was >500 mg/dl and she was brought to the hospital. She was treated with insulin and IV fluids. The device should be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence, but at the time of this report has not been returned.